Event description:
The customer reported that the insulin gauge displayed a different amount than expected, specifically a fill estimate issue with the pump showing 140 units instead of the expected 180 units. There was no adverse impact to the customer's blood glucose level. Technical support conducted a log investigation and found no issues but discovered that the customer was not performing the air removal step. They provided the customer with cartridge load instructions via email and advised them to perform the necessary steps to remove air from the cartridge. The customer understood these instructions and was encouraged to call back if the issue persisted. The customer declined to load a new cartridge and planned to continue using the current one while following up if needed.